Event description:
The customer reported having low blood glucose, but the insulin did not alarm low alert. Assisted the customer to turn off the alert silence. The customer stated that she does not know how many times a day she has to do the calibration. Instructed the customer to calibrate four times a day. The caller's recent glucose reading was 158mg/dl. During the call, the customer mentioned being treated by the paramedic due to low blood glucose of 39mg/dl. The caller stated that the insulin pump delivered a bolus of 15.0 units without her intervention at least a month ago. Advised the customer that she should not be using the insulin pump and revert to back up plan. The caller stated that she has had several weak signal alarms in the past, and she wears the device next to the transmitter. Suggested the customer to call back when the alarm happens. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Unit communicated properly with sensor test no weak signal alarm noted during testing. All boluses were delivered and recorded in bolus history file. Unit had cracked reservoir tube and scratched window, noted during visual inspection.